Event description:
It was reported that this pulsavac plus hip kit did not operate immediately, the motor did not operate. There was no patient harm or delay reported, and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. No lot number was provided; therefore, no device history records could be reviewed. Evaluation of the device observed, it did not operate. Upon opening the battery case, corrosion was discovered on the terminal contacts. Additionally, it was discovered that two of the batteries leaked. After removing most of the corrosion on the terminal contacts and installing fresh batteries, the device worked properly in both the high and low mode. No issues were discovered regarding the switch or wiring. The most likely cause for this event is the corrosion of the battery pack terminals due to the degradation and leaking of the batteries. The manufacturing date of this device is unknown. The condition of the original shipping package at receipt and the storage environment of the device at the user are also unknown. A review of the zimmer surgical manufacturing, packing and inspection processes denote no issues indicative to this type of failure. The cause for the battery degradation is unknown. The device was serviced and returned to the customer.